Event description:
Tampon fell apart in vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Removing tampon, it fell apart in vagina [complication of device removal]. Case description: consumer reported that tampon fell apart in vagina. No serious injury was reported.

Event description:
Tampon fell apart in vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Removing tampon, it fell apart in vagina [complication of device removal]. Consumer reported that tampon fell apart in vagina. No serious injury was reported. [17-may-2021]: no cause determined: insufficient information to investigate further.

Event description:
Tampon fell apart in vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Removing tampon, it fell apart in vagina [complication of device removal]. Consumer reported that tampon fell apart in vagina. No serious injury was reported. [17-may-2021]: no cause determined - insufficient information to investigate further. 23-jun-2021: a product investigation is in progress.

Event description:
Tampon fell apart in vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Removing tampon, it fell apart in vagina [complication of device removal]. Case description: consumer reported that tampon fell apart in vagina. No serious injury was reported. 28-sep-2021: cause was traced to design. Action plan is in place.